Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. It was also indicated that the right atrial (ra) lead exhibited high thresholds. A chest x-ray confirmed that the right atrial (ra) lead had dislodged and was in the pocket rather than the atrium. The lead was programmed off and explanted and replaced. This resolved the stimulation as well. No further patient complications have been reported as a result of this event.